Event description:
It was reported that the lead exhibited 130 to 140 ohms impedance. The p-waves were at 0.3 mv. Loss of capture was at 7.5 v, 0.5 ms. The pulse generator was set to ddd at 50 ppm and the pace percentage was less than one percent for both channels. The pulse generator was reprogrammed to vvi at 50 ppm. The patient would be monitored at regular follow-ups.

Manufacturer narrative:
No medwatch form was received.